Manufacturer narrative:
It was reported that the error message "ad conv" was displayed on the hl 20. The event occurred during a routine check. No harm to any person was reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error message "ad conv" indicates that the connection to the analogue digital memory is not working. A getinge field service technician (fst) was sent for investigation and repair on 2025-10-09. The failure could be reproduced and the pump odu connector was cleaned, which solved the failure. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As confirmed by the getinge field service technician on 2025-10-14 the cause for the failure was an oxidation of the contacts on the odu pump connector. Therefor the failure can be linked to the following most possible root causes according the hl 20 risk assessment: (total) fail of device because of: short circuits, component failures (due to e.g. Oxidation) because of:- ingress of moisture or liquid e.g.: blood, naci solution, water, cleaning agents the review of the non-conformities has been performed on 2025-10-15 for the period of 2014-06-16 to 2025-10-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-06-16. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message ad conv" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that the error message "ad conv" was displayed on the hl 20. The event occurred during a routine check. No harm to any person was reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error message "ad conv" indicates that the analogue digital memory is faulty. Complaint ID: (B)(4).